Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered programming and troubleshooting options. The right ventricular (rv) lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements, measuring greater than 125 ohms. The health care professional (hcp) opted to perform a commanded 41j shock test to test the rv lead integrity, which resulted in a greater than 125 ohms impedance measurement. Technical services (ts) was consulted and provided additional troubleshooting recommendations. The plan was to send the patient to an electrophysiology specialist for further evaluation. At this time, the rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services was consulted and offered programming and troubleshooting options. The right ventricular (rv) lead remains in service at this time. No adverse patient effects were reported.